Manufacturer narrative:
Concomitant medical products: 4968-60 lead, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was an alert for right ventricular (rv) lead noise and a high rv bipolar lead impedance warning. Additionally it was noted that there was later a lead integrity alert (lia) for oversensing high rate non-sustained episodes and increasing and varying rv lead impedance. The lead is still in use. No patient complications have been reported as a result of this event.